Event description:
Surgery for monarch midureteral sling with cystocele repair with perigee mesh and posterior colporrhaphy with apogee mesh. Pt did not recover properly from this surgery. Had: lower abdominal pain, vaginal erosion of mesh in three places so, intercourse was not possible without pain for both, vaginal bleeding and discharge, reoccurring urinary tract infections 4-5 times, two surgeries, in office, to repair erosion did not work. A year later tried to do rehab two different times after having stents put in and heart bypass surgery, but could not because of the lower abdominal pain and bleeding from the mesh. Extraction of the apogee and perigee mesh was done by a different surgeon at a different hospital in early 2009. Just completed another batch of antibiotics for urinary tract infection again approx four months later. Patient has not recovered enough to do normal housework after 1-1/2 years. Patient is now going through pt once a week to increase strength and stretch scare tissue in vagina.